Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to moisture damage on the force sensor resistor. There was no compromised force sensor system alarm noted. The pump passed the displacement test and 10u bolus delivery and no motor error occurred. However, they found corroded motor home switch. The pump was missing the end cap sticker and had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer's blood glucose was 230 mg/dl at the time of incident. The customer's mother stated that they were unable to rewind the pump because of the motor error alarm. They are unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.